Event description:
It was reported on 3/11/99 that an event occurred involving an ultraflex uncovered esophageal stent. It was indicated that an uncovered stent was presented to the physician for placement rather than a covered stent and as a result, the pt had to undergo an add'l stent placement procedure. No product was returned for evaluation.